Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th june 2009 and performed to specification up to the 23rd october 2011. On the (B)(4) 2011 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the 6th january 2012 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Later on the (B)(4) 2014 the device records multiple manual power ups of mainly ten minutes duration, up to the final history log entry on the (B)(4) 2014. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.